Event description:
Information was received that a smiths medical tracheostomy had broken at the top where device connects to ventilator, following child pulling on the tracheostomy. An emergent change out was required as a result.